Event description:
Follow up information received identified the patient's scs ipg was replaced. Reportedly, the surgical intervention resolved the reported issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg migrated. The patient stated when he lays down, his ipg flips and causes him discomfort. Surgical intervention may be necessary to address the issue.